Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cobra grasper instrument was analyzed and the reported failure was confirmed. The instrument was found to have the main tube broken. A piece measuring approximately 0.180¿ x 0.144¿ was not returned with the instrument. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. .

Event description:
It was reported that during central processing, the cobra grasper instrument had physical damage to the metal connector at the tip. No known impact or patient consequence was reported. Evaluation found the instrument had the main tube broken. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.